Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented no image/picture. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that due to poor water-tightness of the cable unit, water tightness was lost. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head presented no image/picture. There was no patient involvement.